Manufacturer narrative:
(B)(4). It is reported that a 48mm mis headed screw was used to secure the ap sizer to the femur and, upon attempting to remove it, it was found to be stripped. The product was not returned with the complaint for review. No device was received; therefore the complaint cannot be verified. As of january-14-2015 there are no other complaints related to this part and lot combination. Being that the mis screw was successfully inserted with the inserter/extractor, it can be said that the hex feature was intact prior to insertion or it would not have been able to be screwed in. Therefore, it is likely that the screw was over-tightened during surgery, resulting in the hex feature being stripped. The combination of the screw being stripped and bent would result in an inability to remove it. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the screw head stripped while being inserted.